Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have intermittent response buttons. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the front and rear response buttons were found to be intermittent. The root cause of the intermittent response buttons was unable to be positively identified, but is likely due to excessive force when using the response buttons. No adverse event resulted from the defective response button. The last pt to use this monitor did not report any deficiencies.